Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.051¿ - 0.207¿ in length and were not aligned with the tube axis. Visual inspection found no additional damage on the instrument. The housing was removed from the back end and no damage was observed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was still fully functional. The root cause of this failure is typically attributed to the mishandling/misuse. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A review of the device logs for the cadiere forceps (part# 471049-08 / lot/serial# k12210906 - 0166) associated with this event has been performed. Per this review of the logs, the cadiere forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 14 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during central processing, the cadiere forceps instrument had a damaged shaft or tube. There was no report of patient involvement. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: per customer, the damage was initially discovered by central processing. There was no patient involvement, no fragments fell into the patient. There have been no reports of any foreign objects in any patients due to the scratched instrument.